Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory ua 45 (not at "home" position after power-on/restart) message. Customer attempted to rotate the drive shaft as needed, however the user advisory was unable to be cleared. There were no reports of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the platform exhibiting a user advisory 45 (not at home position after power-on/restart) was confirmed. Numerous ua 45 faults were observed in the archive, including on the reported event date of (B)(6) 2013. The product labeling autopulse® user guide (p/n 12555-001) states that: "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then press restart". The device performed as intended by displaying the ua 45. Possible causes for the ua 45 include the following: removing the lifeband when the drive shaft is not at the home position, the user lifting the lifeband quickly on one side during normal operation of the device, or if the lifeband is not fully extended when the user is pulling up on it during use. Inspection of the returned platform determined that the cause of the ua 45 was the driveshaft not being at its home position. After servicing the platform including rotating the driveshaft back to its home position, the device passed all testing criteria.